Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and booted and passed. Receiver functional test was performed, and it passed. A pairing test was performed, and it passed. The receiver case was opened, the internal inspection passed. The log was downloaded; however, the data does not reflect the incident date. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.